Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2013 and a mesh was implanted due to incisional hernia. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.